Event description:
It was reported that during a post implant follow up, a loss of capture was noted. Dislodgement was observed under fluoroscopy. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.